Event description:
It was reported that the device had failed in preventive maintenance, failed calibration. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available

Event description:
It was reported that the device had failed in preventive maintenance, failed calibration. There was no patient involvement.